Manufacturer narrative:
The product disposition is uncertain at the user facility.

Event description:
It was reported that during a surgical procedure at the user facility, there was white powder on the device when the packaging was opened. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The reported event was not confirmed because the device was not available for evaluation. Product was not available from customer.

Event description:
It was reported that during a surgical procedure at the user facility, there was white powder on the device when the packaging was opened. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.